Manufacturer narrative:
The used returned transfer set was visually inspected. Under the microscope, it was clear to see that the luer was broken by excessive force.

Event description:
On (B)(4) 2013, it was reported that the patient's blood glucose level had ranged from 70-556 mg/dl. The patient checked the infusion set and found a crack at the luer. She changed the infusion set and her blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.